Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer had diabetes ketoacidosis when they came from emergency room. The customer experienced symptoms such as nausea and vomiting, abdominal pain and they feel ok to troubleshoot. The customer was treated with syringe rapid acting insulin and insulin pen and the insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer stated that auto mode was active. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).